Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device showed t.f:233004, flow sensor calibration failed no patient harm or consequences.